Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt, but the device failed to discharge the energy in either electrode or paddles mode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.